Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. It also had a cracked display window corner and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. They tried to reset the device by removing the battery for 15 hours and inserting a new battery but issue persisted. Blood glucose value was 150 mg/dl. The insulin pump was replaced and returned for analysis.